Event description:
Related manufacturer reference number: 2017865- 2022-43004. It was reported that the patient presented to the hospital with stim and was interrogated and noted to have both atrial and ventricular lead dislodgment. It was confirmed via the interrogation and a chest x-ray. Loss of capture due to dislodgement was also noted. Both leads are explanted, ventricular lead replaced and atrial lead will not be replaced. The patient was discharged. The patient was noted to be a twiddler.